Manufacturer narrative:
Product complaint #(B)(4). Additional information: h6. A manufacturing record evaluation was performed for the finished device mpm757 batch number, and no non-conformances were identified. Additional h3 device evaluation summary: it was received for analysis an empty opened foil and a detached needle of product code sxpp1a400, lot mpm757. During the visual inspection of a detached needle, the swage and attachment area were noted to be as expected. Body fluids was present on needle and marks could be observed on the edge of the needle that appears to be by the use of a surgical instrument. Also, remnant of the suture was observed into the barrel hole, this condition causes the needle pull off. The suture was not received for evaluation. Per the condition of the sample received, the assignable cause of the performance pull off - suture needle is an improper handling. To avoid this kind of damage: grasp the needle in an area one-third (1/3) to one-half (1/2) of the distance from the attachment end to the point.

Manufacturer narrative:
(B)(4). The product upon which this medwatch is based has been received, however, the product evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported that a patient underwent a myomectomy on (B)(6) 2019 and a barbed suture was used. During the procedure, the suture pulled off the needle. Changed another one to complete the surgery. There were no adverse patient consequences reported. No additional information was provided.